Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2024, a 25-18mm amplatzer talisman pfo occluder was chosen for implant using an unknown delivery system. The pfo device was confirmed to be free of air in the loader during the device preparation. During procedure, the patient had st elevation as the pfo device was advanced through the delivery sheath. The physician believes the air ingress that led to st elevation was due to the back of the touhey not being all the way closed while the tech was flushing saline during device advancement through the delivery sheath. The patient had st elevation for 5 minutes, no increased supplemental o2 was required for resolution. The patient was on 2l supplemental o2 via nasal cannula for the entire procedure time and remained stable throughout the procedure. There was no delay in the procedure. The occluder was implanted. The patient was reported stable and discharged.

Manufacturer narrative:
It was reported that the patient had st elevation as the occluder device was advanced through delivery sheath and was believed to be due to air ingress. Field indicated that the air ingress was due to the touhey not being closed all the way while flushing saline during device advancement through the delivery sheath. A more comprehensive assessment of the device could not be performed as the device was not returned for analysis. However, based on the information received, the cause of the reported incident is consistent with device handling while flushing during preparation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.